Event description:
It was reported that the insulin pump had scrolling numbers on the display and an unresponsive keypad, which was not resolved by a battery replacement. The blood glucose reading was 109 mg/dl. The customer stated that she was trying to enter her blood glucose levels when the scrolling issue occurred. No significant events leading to the keypad issues were recalled. She also reported that the insulin pump had alarmed button error prior to the keypad issues. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted on the pump. However, the up arrow button did not respond due to corroded keypad traces. No scrolling numbers on the display were noted. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.